Event description:
Primary stability not achieved, implant wasn't completely covered with bone, complication in site preparation, immediate implantation, preceding/simultaneous bone augmentation - implant drifted into the vestibular soft tissues.